Manufacturer narrative:
(B)(4). This device is not a surgical drape as indicated, on the attached medwatch report, but is rather an operating room towel (product code kkx for "drape, surgical"). Mai purchases device from (B)(4). On 05/13/2014, mai received the attached medwatch (B)(4) from FDA and immediately opened complaint #(B)(4) and began the investigation. Unfortunately, the customer had the sample, but inadvertently sent it to another MFR, thereby limiting our investigation. Currently, inventory of the complaint lot has been exhausted. Samples from other lots were examined with no failures. Although no conclusion could be drawn from the investigation, we speculate the tear was most likely caused by mishandling during the packaging process and then missed during the final inspection process. This is the first complaint of this nature for this item. All team members responsible for this product line, including our supplier, have been notified of this complaint.

Event description:
Ref uf #: (B)(4).